Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011/ inratio; 0.9, 1.9; lab: 2.1. Meter inr 2.9 last week. Therapeutic range is 2.0-3.0. Pt mentioned obtaining one nes in between these results. Customer also mentioned using the same finger for all three tests this morning; advised of correct procedure per pi.